Manufacturer narrative:
Evaluation summary: the hypotube was detached at approx. 51.1cm distal to the strain relief. The hypotube material was jagged and oval on both sides of the detachment site. Numerous kinks were evident on the hypotube distal and proximal to the detachment site. The stent was positioned on the balloon between the marker bands as per specifications. The inner lumen patency was verified with a 0.015 inch mandrel. There was slight deformation to the distal tip. (B)(4).

Event description:
The physician was attempting to use a resolute integrity stent to treat a moderately tortuous and severely calcified lad lesion exhibiting 90% stenosis. The device was removed from its packaging and inspected with no issues noted. Negative prep was not performed. The lesion was not predilated. Resistance was encountered when advancing the device and excessive force was used. It was initially reported that stent deformation occurred in vivo during positioning. It was reported that during advancement through the guide catheter, the stent shaft was broken inside of the guiding catheter. The detached portion was left in guiding catheter. There is no the detached/left portion in the patient. The physician removed the device and completed the procedure using a non-mdt stent. No patient injury was reported. It was reported that the physician believes that the event was due to patient morphology/anatomy and was not device related.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.